Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient account was not populated. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient account did not populate due to a failure in converting the preadmitted patient to admitted status by the active directory system. The technical support specialist determined that the issue stems from delays in paragon message transmissions, causing patients to appear in pyxis only after the registration message is received sometimes hours or even a day later. The standard workaround is to create a temporary profile, perform the override, and reconcile it once the registration arrives. To mitigate this, facilities can update the patients admit time in paragon, enable show preadmission on the medstation, and increase the preadmission led hours to ensure visibility. The tss advised the it teams were encouraged to investigate the root cause of delayed paragon messages. The system functioned as intended after the investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient account was not populated. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.